Event description:
Reportedly, during patient use, the alarm was sticking and would not turn off. Ventilator was removed from patient. No adverse effects nor harm to the patient reported.

Manufacturer narrative:
(B)(4).